Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 420 mg/dl. Customer was treated with manual injection. Customer had irritation at site and felt itchy due to infusion set site issues. Customer did not receive medical treatment as a result of the site issue. Customer declined troubleshooting for high blood glucose. Insulin pump will not be returned for analysis.